Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg + beta test system (hcgb) on a cobas e 411 immunoassay analyzer (e411). The sample initially resulted as 7.52 miu/ml accompanied by a data flag. The initial result was reported outside of the laboratory to the nursing staff. The sample was repeated, resulting as 3.24 miu/ml accompanied by a data flag. The customer did not know which result was correct. The patient returned on (B)(6) 2018 and had a second sample collected. This sample resulted as 30.95 miu/ml. A third sample was collected from the patient on (B)(6) 2018 and resulted as 79.28 miu/ml. The patient was not adversely affected. The hcgb reagent lot number was 259199, with an expiration date of november 2018. The field service engineer could not determine a cause. He ran and checked the analyzer; it was ok.

Manufacturer narrative:
Repeat testing was performed with an aliquot of the sample that had been frozen. The aliquot was allowed to come to room temperature and mixed prior to testing. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. The correct value could not be clarified. Both values provide the same clinical picture, indicating early pregnancy. Calibration signals were within expectations. Control results on (B)(4) 2017 and (B)(4) 2017 were acceptable. No reagent issues were evident. Sample inversions were found to be insufficient. No instrument issues were obvious. Possible root causes include insufficient electromagnetic interference laboratory compliance, sample quality, insufficient maintenance, or contamination of the environment with the analyte.